Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed no delivery multiple times during bolus, basal and prime deliveries. It was also stated that the insulin pump was not always delivering insulin. Troubleshooting was performed, and the insulin pump passed the prime test. It was stated that the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.